Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure to provide nutritional support performed on (B)(6) 2025. During the procedure, the wire broke during pull portion. A photo of the complaint device was provided and showed that the pull wire was broken. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: investigation results: the endovive safety peg kit pull method device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the pull wire was broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of pull wire break was confirmed. According to the media analysis performed, it was possible to observe that the pull wire was broken, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure to provide nutritional support performed on (B)(6) 2025. During the procedure, the wire broke during pull portion. A photo of the complaint device was provided and showed that the pull wire was broken. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.